Manufacturer narrative:
We received the sealing paper and catheter, along with the partially assembled stylet, as a faulty sample. The catheter tube was shortened distal to the 8 cm marking and the stylet was removed approx. 20 cm proximal to the catheter. The y-piece of the stylet was missing. The stylet could be removed from the catheter without any resistance. Microscopic examination of the stylet revealed scratches in the green coating. Furthermore, the catheter tube distal to the pink adapter was wavy, indicating that the catheter tube concertinaed during stylet removal as described by the customer (compression of catheter against resistance to guidewire removal). We assume that the stylet first detached from the y-piece. This is a safety feature to prevent undetected stylet rupture inside the catheter tubing. Obviously, the user made a second attempt to remove the stylet. In the IFU it is stated: if difficulty is experienced stop, let vein rest for a minute and try removal again very slowly. Gentle flushing of the catheter with saline may assist in guidewire removal. Having checked the batch history records, no deviations were found. The component batches met all specifications and were released accordingly. Each catheter undergoes flow and leak testing during production as part of the quality control process. A two-year review of vygon USA's complaint data from november 1, 2023, through november 30, 2025, identified three additional complaints related to lot 25d019d involving leaking and broken catheters. Of these, two complaints originated from this facility. Corrective action: based on the investigation, this issue is attributed to the conditions of use, and there are no indications of a manufacturing-related issue. Therefore, no further corrective action has been initiated by vygon germany's quality management at this time.

Event description:
PICC inserted into patient. Upon removal of guidewire, it snapped. Np grasped wire that was available and tried to remove it from the catheter with assistance of physician. Noted compression of catheter against resistance to guidewire removal. Had to remove PICC and reinsert a new device.

Event description:
PICC inserted into patient. Upon removal of guidewire, it snapped. Np grasped wire that was available and tried to remove it from the catheter with assistance of physician. Noted compression of catheter against resistance to guidewire removal. Had to remove PICC and reinsert a new device.

Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.